Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. Final confirmatory angiography confirmed proximal type I endoleak and that left internal iliac artery was occluded. Proximal type I endoleak: body extension was additionally placed. Endoleak was resolved. Left internal iliac artery occlusion: the iliac leg graft was pushed up with inflated balloon, but the graft would not move up. No add'l treatment was conducted. The procedure was completed with no problems. There has been no pt outcome provided.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. The product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which described the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow organs or extremities." "...incorrect deployment or migration of endoprosthesis may require surgical intervention." "Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is inaccurate deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required per quality engineering risk assessment (qera), the risks remain at an acceptable level.